Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing continuous elevated blood glucose (bg 264-578 mg/dl). Manual insulin injections and bolus delivery were used to address elevated bg. Pump system check with tandem technical support found the non-tandem infusion set cannula was kinked and customer reported that their healthcare provider had adjusted the pump settings the day before. Customer changed the infusion set and insulin delivery was resumed.